Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion in the tortuous and highly calcified proximal circumflex (cx) artery, was predilated with a maverick balloon. The physician attempted to cross the lesion with a taxus express2 2.5x20mm drug eluting stent. The physician applied pressure, while trying to cross the lesion. The shaft broke outside the pt. The procedure was completed with a cypher stent. No pt complications were reported. Pt status is satisfactory.